Event description:
Nurse reported being accidentally stuck by a safe-t-pro plus lancet that did not retract after use on a patient. No adverse event reported. The device is not available for return.

Manufacturer narrative:
The event occurred in (B)(6). Device not available for return